Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to service facility for evaluation. During evaluation, the reported issue of blurry images was unconfirmed. The images produced are of similar quality to acceptable examples. There is no root cause as the issue could not be reproduced. H3 other text : evaluation summary findings in h:11.

Event description:
Per tm: the probe has blurry images and will not stay plugged in.